Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. This is isolated to internally shorted with-in the pcba,vela, power supply part number 52070 serial number: bg1108-1182 rev: aa. Failure is in the outside vendor supplied and outside of fa investigation scope. The returned power supply assy, vela diamond will be scrap per procedure (B)(4) failure investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that was smoke coming out of the vela ventilator, which alarmed and then shut down during patient us. Furthermore, the patient was transferred to another ventilator with no patient harm associated with the event.